Manufacturer narrative:
Conclusion code: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a mesh procedure in 2008. During the procedure, when the surgeon punctured the vaginal wall with a needle, the needle "mispunctured into the rectum". After closing the vaginal wall, the surgeon found that the mesh was inside of the rectum. The exposed mesh was cut and sutured. Another surgeon closed the "mispunctured" parts. The patient is in stable condition.